Manufacturer narrative:
(B)(4). Caridianbct is awaiting further photos from the customer. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
During a stem cell harvest procedure, the customer stated that they noticed a different sound coming from the machine. The machine suddenly stopped and the screen read "tubing set rupture/split in the centrifuge." The customer opened the centrifuge door and discovered the set had split two hours into the procedure, with blood everywhere. No injuries to the pt occurred. This report is being filed due to the safety allegation of possible loss of blood. No other pt info is available at this time.